Event description:
Pt underwent orif, im nailing for pathological fracture. Seven months later, returned to hosp for delayed union of pathological fracture. Allomatrix putty used for bone grafting. Fifteen days later, returned to hosp and or for infected surgical wound. Exchanged infected nailing/bone graft materials. Grew out s. Aureus-methicillin sensitive.